Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 and found that the that the tubing which connects to the aspirate probe was becoming tangled and not allowing for the probe to fully move. The fse rerouted the tubing to allow proper movement of the probe. The repairs were verified per the established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a leak was observed around the aspirate probe of the unicel dxh 800 coulter cellular analysis system. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.